Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated that product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 5/16/2011 and 5/27/2011 by phone, fax, and mail. A completed questionnaire was received on 6/1/2011. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt in a clinical trial was noted to have an epiretinal membrane and decreased best corrected vision. A vitrectomy with epiretinal membrane peeling was performed by a retinal specialist without complications. An optical coherence tomography (oct) was performed and showed macular edema. In a f/u, the surgeon reported the device did not cause or contribute to the event. The event continues.